Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the presenting electrogram (egm) showed an left ventricular sense (lvs) marker that comes right as the atrial sense comes in. Boston scientific technical services (ts) stated that it appears as if the lv lead may have pulled back into the atrium. Ts also recommended further evaluation in the clinic. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the presenting electrogram (egm) showed an left ventricular sense (lvs) marker that comes right as the atrial sense comes in. Boston scientific technical services (ts) stated that it appears as if the lv lead may have pulled back into the atrium. Ts also recommended further evaluation in the clinic. The lead remains in service. No adverse patient effects were reported. Additional information indicated that the dislodgement was confirmed through chest x-ray and the lead was surgically explanted. No additional adverse patient effects were reported.